Event description:
The patient reportedly experienced sound quality issues followed by a loss of lock with her device. External equipment was exchanged, but the problem did not resolve. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.